Event description:
Patient reported the pump stopped working during use. Patient stated he felt his blood glucose level was going high about an hour ago; does not have meter with him. Patient reported he estimates his blood glucose level to be in the 20's mmol/l based on the way he feels. Patient stated his last reading was 9.2 mmol/l at 4 am. Patient reported he noticed his pump was not on and did not respond to any button presses. Patient stated he changed to a new battery but the pump did not power on. No adverse event reported. Requested return of the alleged pump for evaluation

Manufacturer narrative:
The event occurred in (B)(6).